Event description:
On 8/24/96 suprapubic catheter was inserted in emergency dept. On 8/28/96, pt reported to ed with pain, low suprapubic, beginning 8/27/96 and wet dressing. Examined and discharged with clean dressing and instruction to return to ER, if catheter does not drain. 8/28/96 pm pt returned to ER with distended abdomen and abdominal pain. 8/29/96 -cystoscopy, dilation of urethral and removal tube fragment.